Manufacturer narrative:
B3 is unknown. One device was received for evaluation. Visual inspection found damaged dso seal. The seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for repair. There was unknown patient involvement.